Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre sensor. The sensor prematurely detached after 3 days of wear and customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced extreme thirst, headache, and agitation and also experienced a seizure and a loss of consciousness. Customer had contact with an hcp who observed her and provided glucose gel for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.